Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed the power-on upgrade and failed the self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to contamination on the main board. The main board was replaced to resolve the report. We were unable to determine how the board became contaminated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.